Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the issue stemmed from incorrect dns settings and an improper auto launch configuration. A field service engineer confirmed that the issue had been resolved by reassigning the dns settings, reinstalling rss, and having an it technician correct the configuration and auto launch settings, after which network connectivity, login, drawer, and inventory functions were successfully tested. Later, it was also identified that the station had been set to dhcp with incorrect auto launch configuration; the technical support specialist resolved this by assigning the correct static ip and dns, adjusting the dependencies.xml path and application shortcut, and successfully deploying rss package 10000438866-00, after which the medstation rebooted, and the application auto-launched normally. The system functioned as intended after both the field service engineer and the technical support specialist completed their repairs.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck on bluescreen. The customer attempted multiple reboots, but the application still failed to launch. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.